Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and other chronic/intractable pain (trunk/limbs). It was reported that about two weeks prior to the report, the patient had rolled over and bumped into his implant and felt an immediate shocking sensation. He used his patient programmer to turn his implant off at the time. He had not experiencing the shocking again since he had turned his implant off. At the time of the report, his implant was off. The implant felt like it had moved. The patient's right foot had started experiencing numbness and his lower back felt extreme burning and pain on (B)(6) 2016. The patient went to his primary health care provider and he had given the patient two shots and had told him that the patient's back is extremely tender at the implant site. The two shots did not help much with the pain and the patient was still in a lot of pain. If he sits or stands, he feels the pain and when he lies down, it is better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.